Event description:
The dr claims that the patch was implanted in 2002, for a carotid endarterectomy procedure. 18 days later, the patient was re-operated due to an abscess which, according to the dr, looked like it was caused by the patch. The infection was cultured and found to be streptococcus viridans. The area, including the patch, was irrigated with neosporin gu. The patch was left in. The pt is ok, but still in the hosp as of in 03/2002. In 4/2002, company learned the following from the o.r. Nurse: the fabric was not left in, but explanted during the 2002 re-operation procedure, and subsequently destroyed at the hospital. On 4/2002, company received the following additional information: the patient was discharged from the hospital in 3/2002 with a PICC for home antibiotic infusion.